Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level was 497 mg/dl. Customer reverted to an alternate method of insulin therapy.